Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. The customer's blood glucose level was 142 mg/dl. Customer was troubleshooting for carelink upload. When the customer performed the self test, the alarm occurred. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to clear the alarm using esc/act buttons. Customer was advised to disconnect from the pump and remove the reservoir. Customer was also advised to program a normal basal in the air. Bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was assisted in performing a self test, but the test failed. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.